Manufacturer narrative:
During administration of CPR to a nursing home resident who was in cardiac arrest, it was reported the face mask did not create a good seal on the patients face. A second mask was retrieved and the same issue occurred. The resident was subsequently transported to the emergency department and died. The facility representative stated that she could not confirm that the issue with the ambu bag caused or contributed to the resident's outcome. An unused sample was returned. The root cause for the reported improper seal is not known. The overall condition of the ambu bag prior to use is also not known. In an abundance of caution this medwatch is being filed.

Event description:
During administration of CPR to a resident who was in cardiac arrest, it was reported the face mask did not create a good seal on the patients face.